Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as an amplatzer was placed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a blood clot was observed between the septum during septal puncture. Post removal of steerable guide catheter(sgc), amplatzer was placed and the procedure was terminated. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a blood clot was observed between the septum during septal puncture. Post removal of steerable guide catheter(sgc), amplatzer was placed and the procedure was terminated. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay. No additional information was provided.